Event description:
The venoject adapter and bd one-use holder were used to draw blood from a central line. When the rn tried to remove the adapter from the central line the adaptor broke leaving a portion of the adaptor lodged into the central line. Multiple rn's attempted to remove the plastic piece and eventually required the use of hemostats to remove the broken adaptor from the end of the line. The patient safety report also stated that this has happened 1 other time in our clinic in the past 3 weeks.